Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a trial procedure on (B)(6) 2016 where 1 lead was placed. It was reported on 08//29/2016 that a small amount of purulent discharge was at the lead incision site along with redness and pain. The lead was removed the following day and at that time the patient had a fever and was prescribed antibiotics. No additional information is available at this time.